Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient that the asymptomatic patient presented in clinic, the pulse generator exhibited undersensing, the device was reprogrammed and the issue was resolved. The patient would continue to be monitored normally.